Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the device was not fully connected/tightened resulting in the reported difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported in a general comment that the valve of the copilot would not completely close. There was no reported device use or patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.